Event description:
The physician attempted arteriotomy closure with a prostar xl 10 fr device. The device was deployed and two of the four needles presented at the hub. Needle backdown was attempted and not successful. The pt was taken to surgery for removal of the device and closure of the arteriotomy. The pt recovered without further incident.